Manufacturer narrative:
(B)(4). D10: item name# tprlc 133 mp type1 pps so 13.0; item number# 51-106130; lot number # j7630224. Item name# longevity dm bearing 28x44mm; item number# 110031000; lot number # 66508717. Item name# g7 dual mobility liner 44mm f; item number# 110024464; lot number # 66701747. Item name# g7 osseoti 4 hole shell 56mm f; item number# 110010246; lot number # 65532673. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision surgery after the inner 28 mm ceramic femoral head fractured. The patient stated that while bending over to tie their shoes, they felt a sudden ¿pop¿ in the hip. Following this incident, they were evaluated by doctor, who confirmed that the 28 mm ceramic femoral head from the original hip replacement had fractured. Approximately 1 year and 27 days post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient bent over and heard a pop. Radiologic scans revealed a fractured femoral head, and the patient underwent revision hip surgery. All head fragments and synovitis were removed, resolving joint impingement. A new dual-mobility head and bearing were implanted, while the stem and shell were retained without complications. Approximately (B)(6) post-implantation.